Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 250 mg/dl. The patient reported her pdm (personal diabetes manager) would not charge as the charging port is damaged. Patient reported due to the issue with her pdm, she did not have a way to administer insulin. No information was provided in regard to specific bg levels, symptoms, treatment or length of hospitalization. We have followed up with the patient and made 3 due diligence attempts with no new information. If new information becomes available, we will supplement the report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.